Event description:
Patient was implanted with trochanteric fixation nail construct for a femur fracture on an unspecified date. Approximately 8 weeks status post-operative, it was revealed through radiographic imaging that the helical blade advanced through the femoral head and breached the acetabulum. It was reported that the femur fracture was healed. Subsequently, only the helical blade was explanted (B)(6) 2013. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.